Event description:
Additional information: it was reported that the pump was replaced due to motor stall and was to be sent back for analysis. The exact date of replacement was not provided. Electromagnetic interference (emi) was ruled out as a cause of the motor stall. It was suspected that the cause may have been due to corrosion; however, this was not confirmed and physicians denied use of any off-label medications in the pump. Following pump replacement the patient outcome was reported as no further complication.

Event description:
The patient experienced withdrawal symptoms. The patient's pump had a critical alarm and he went to the clinic the next day. The pump was interrogated and a motor stall was noted. The patient's withdrawal symptoms were being 'managed' and a pump replacement was planned. Additional information has been requested, but was not available as of the date of this report. The pump was delivering lioresal. Hcp confirmed that only lioresal had been used with this pump.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).